Event description:
It was reported that during the implant attempt, the lead impedance measured high. The lead also had a possible fracture. The lead was not used and a new lead was implanted with impedance measurements within normal limits. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Event summary: the full lead was returned and analyzed and no anomalies were found. However, there was blood on the proximal conductor. The distal lv (low voltage) electrode of the lead was covered in blood. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.